Event description:
It was reported via repair work order that the safety bar would not catch the safety hook due to worn torsion springs. This could potentially cause an unstable cot upon loading/unloading procedures. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.